Event description:
It was reported that during a ventral hernia repair procedure, the device was fired but the transection occurred without any staples deploying. This left the tissue cut but not sealed. The case was completed with the surgeon hand sewing the anastomosis. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully loaded of staples reload cartridge present. In addition, another cartridge reload (b) was received in good visual conditions and void of staples. The device was tested for functionality with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.